Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a fold crease, wear abrasion and two curved openings on the anterior side. A leak test and microscopic analysis were performed which identified: one striated opening on the anterior aide and one sharp opening on the plug strap bond edge. A dimension measurement in the shell was performed which identified that the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent with the use of some surgical tool and a sharp opening on the plug strap bond edge due to an unidentified (tear) opening.

Event description:
Patient reported a left side deflation. Device has been explanted.